Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis observed 78 ppm pacing rate against 30 ppm rate setting. The circuit contact failure was considered as a cause, and then removed flex tape, which was used for internal connection, from the connector of the main circuit board and washed its electrode unit with detergent. The events were not reproduced after connecting to the connector unit again and operation. That event was not happening even tapping the instrument, the pacing rate setting as expected was confirmed. Since the event was not confirmed after cleaning of the flex tape electrode, it was believed that the cause was poor contact between the connector section of the main circuit board and the flex tape substrate. Sufficient verification operation was confirmed by the cleaning of the flex tape and the substrate of the device. (B)(4).

Event description:
It was reported that when the external pulse generator (epg) was connected to a patient for back-up pacing, the rate unexpectedly in creased to 95 bpm when it was programmed to vvi 60. This occurred immediately after a battery replacement. It was determined to be irregular actuation so it was replaced with another epg. The power of the epg was turned on again for confirmation and the pacing rate was confirmed to be 95 bpm. However it was not reproducable when the power was turned on the next morning. The epg was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.